Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error alarm. Customer¿s blood glucose was 144 mg/dl. Customer stated that upon delivering bolus and the buttons was unresponsive for the correct bolus. Customer stated that button was unresponsive despite. Customer also stated that buttons of the insulin pump was not working. Customer was advised to the insulin pump would need to be replaced, discontinue use of the insulin pump and revert to back up plan. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test due to no button response. No button error alarm during testing.